Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the display of her humapen memoir pen was reported to not be working properly. When the pen is turned on some of the segments of the first number in the display are not lighting up. When a dose of 20 units is dialed up the number 2 in the display looks like a c shape with the center part missing. The humapen memoir pen is associated with product complaint (B)(4)/lot 0807c02. The patient user was trained by a nurse. The duration of use was not provided. Return of the pen is expected. The patient always reused needles.